Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device as well as the quik-combo therapy cable but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit and quik-combo therapy cable were returned to the customer for use. The conmed defibrillation electrodes that were used during the patient event were forwarded to physio-control¿s failure analysis center for examination. Physio was unable to duplicate the reported failure. X-rays were taken of the electrodes but no discrepancies were observed. Physio reviewed the electronic patient record from the event and observed that just after the 200 joule defibrillation shock was administered, the device registered a level of impedance that was too high for the device¿s maximum limit. If the baseline impedance is higher than the maximum limit, the electrodes may not have sufficient contact with the patient or may not be properly connected to the device. The cause of the reported failure could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a recent patient event their device lost connection to the patient while in paddles lead ECG. A loss of connection to the patient in paddles lead ECG could prevent the device from being able to deliver defibrillation therapy, if necessary. The patient, a female in her (B)(6), was in cardiac arrest. Using their device, the first responders successfully delivered one (1) 200 joule shock to the patient using a quik-combo therapy cable and defibrillation electrodes manufactured by conmed. Following delivery of the shock the device showed dashed lines instead of the patient¿s ECG rhythm. The customer pressed down on the defibrillation electrodes but was still unable to obtain an ECG rhythm. The customer then retrieved a backup device (another lifepak 15) and continued patient care using a different quik-combo therapy cable and a new set of defibrillation electrodes. The manufacturer of the backup set of defibrillation electrodes is unknown. The customer advised that the patient was resuscitated with the 200 joule shock and did not require additional defibrillation therapy from the backup device. As a result, the reported failure did not have a negative impact on the patient. The patient survived the event.